Event description:
Per the customer, the sponges were being imaged incorrectly. Some of the sponges were too close while others were folded and scrunched so the whole sponge was not visible to the camera. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, the sponges were being imaged incorrectly. Some of the sponges were too close while others were folded and scrunched so the whole sponge was not visible to the camera. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.